Event description:
Per the clinic, the patient experienced intermittency with the implanted device and pain and at the magnet site following an MRI with an MRI splint kit used resulting in magnet dislodgement (date not reported). The patient's head was wrapped as recommended by cochlear. The patient was also provided with pain relief medication (specific date, type and duration not reported). However, the issue could not be resolved. Surgery to reposition the magnet under general anesthesia to reinsert the implant magnet into the silastic casing was completed on (B)(6) 2025. The patient was prescribed with oral antibiotics as prophylactically immediately following the surgery. The implanted device remains.